Manufacturer narrative:
This is a duplicate of 1818910-2020-07971. 1818910-2020-10889 is being retracted as it is a report duplication. 1818910-2020-07971 will be kept for investigational purposes.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to scapular notching. Revised to an offset glenosphere. No surgical delay. Doi: (B)(6) 2019; dor: (B)(6) 2020; left side.